Manufacturer narrative:
Analysis of returned product showed that all burning was on the exterior of the charger module with no burning on the inside, indicating no internal component failure. It is determined that an external agent caused a shorting current to flow from one plug blade to the other outside of the charger case. The specific agent can not be determined but possible candidates were caused by the customers actions (i.e. Lint, water splash, etc.)

Event description:
Per the customer....claims attempting to plug charger into outlet for initial charge caused damage to outlet, wall, and charger.

Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation. Device in question has not been received.

Event description:
Per the customer, claims attempting to plug charger into outlet for initial charge caused damage to outlet, wall, and charger.